Event description:
The hospital staff used the device to monitor a patient during a code. The patient was diagnosed in cardiac arrest. While monitoring the patient, the crt display allegedly went blank. The operator continued to monitor the patient's ECG using the chart recorder. The patient was not resuscitated. The reporter indicated that the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the successful use of the chart recorder to monitor the patient's ECG.